Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The ultra delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection the following was observed: balloon leakage on distal cone near nose tip. Cine was provided and revealed a pinhole near the nose tip and the valve being fully deployed. Functional testing was performed and a pinole was discovered on the distal cone of the inflation balloon. Dimensional testing was not performed as during functional testing a pinhole on the inflation balloon was observed. The delivery system and components are inspected several times throughout the manufacturing process. During balloon final inspection, the balloon is visually and dimensionally 100% inspected. During balloon leak testing the delivery systems are 100% leak tested to ensure that there are no holes or leaks in the inflation of the balloon. The devices are 100% final inspected by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis for balloon fatigue and burst pressure. Samples must have met testing specifications as a requirement for lot release. These inspections performed during manufacturing process and testing performed during pv support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A device history records (DHR) review was performed and revealed no manufacturing non-conformances that would have contributed to the reported event. A review of lot history for revealed an additional complaint; however, the evaluation is pending. A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (may 2018 to april 2019) revealed other complaints with returned devices for this complaint. Available information suggests that patient factors may have contributed to the event.  A review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for all the trend category. The ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for was confirmed through photographs provided by complaint site and through functional testing of the returned device. A pinhole was present on the distal cone near the nose tip. Review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. In this case, patient factors (aorta calcification) may have contributed to the reported event.  No manufacturing non-conformances were identified during the evaluation.  Review of the IFU and training manual revealed no deficiencies. As such, neither corrective/preventative actions nor product risk assessment escalations are required at this time. However, a product risk assessment (pra) was previously initiated per management discretion to investigate the balloon burst/leakage issue and its associated risks. A CAPA on ultra balloon burst/leakage was initiated to continue to investigate these types of complaints.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after deployment of a 26mm sapien 3 ultra valve in the aortic position, after the balloon was deflated, blood was seen in the inflator indicating that the balloon was ruptured. Upon visual inspection of the balloon, there was a small hole very near the distal tip. No patient intervention was required as the valve was expanded as intended. The patient was stable. The device is being returned for evaluation. Per report, the patient had a lot of calcification in the aorta.